Event description:
It was reported that a patient presented to clinic with their atrial lead not capturing. The atrial lead was capped and replaced during a procedure on (B)(6) 2021. The patient was stable post procedure.